Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was far field r-wave (ffrw) oversensing and small p-waves observed. It was also noted that the patient had a lot of atrial tachycardia episodes. The right atrial (ra) lead remains in use. No further patient complications have been reported as a result of this event.